Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-sep-2025. Investigation summary: bd received three photos and 200 tubes for investigation after a customer reported observing sample clotting. The evaluation of these photos showed blood clots in the tube; however, erroneous results could not be determined from the photos alone. A total of 100 retention and 100 returned tubes were visually inspected, and no additive abnormalities were found. Additionally, 20 retained tubes underwent functional testing confirming the blood to additive ratio to be satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to duplicate or customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Bd was unable to duplicate the customer¿s indicated failure mode, clotting, because the defect was not evident in the clinical testing of the complaint lot samples. Laboratory analysis of retention and control samples demonstrated clinically acceptable performance for all visual observations evaluated. This complaint has been confirmed for the indicated failure mode clotting based on photos. This complaint has not been confirmed for the indicated failure mode erroneous results (unspecified). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was sample clotting and unspecified erroneous results . No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was sample clotting and unspecified erroneous results . No adverse impact was reported regarding the patient or user.